Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath hole prior to an interventional procedure. Reportedly, during step 3 it was noted that the needle did not link with the cuff when the plunger was removed. Another suture of a new proglide was successfully pre-placed. The procedure was completed. The proglide suture was used in the pre-close technique to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.